Event description:
On (B)(6) 2015, a customer reported an unexpected positive rh (d) type result outcome when testing the contents of a known blood donor unit bag segment on a galileo echo for confirmation.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to access the test well results and images on the customer's instrument in question on (B)(6) 2015. The unexpected positive test well image with anti-d(4) using the confirm assay showed some weak speckling in the well which then led to the unexpected 1+ positive outcome.